Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose device was unavailable for use due to an e-3 error, and the customer had 2 hypoglycemic events. On (B)(6) 2017 in the morning, at an unknown time, the customer received a blood glucose result of 10.5 mmol/l. The customer tried to test several more times throughout the day, but only received e-3 errors. At an unknown time, during the night, the patient experienced low blood glucose symptom of dizziness. The customer called an ambulance. The emt"s treated the customer with glucose. The blood glucose results obtained by the emt's were not provided. The patient was not taken to the hospital. On 3/17/2017 it was reported that the "customer's blood glucose rose for a few minutes and afterwards dipped again". The customer attempted to test his blood glucose and only received e-3 errors. The patient experienced low blood glucose symptom of dizziness. The patient was taken to the hospital. At the hospital, the patient was treated with glucose. The blood glucose results obtained at the hospital were not provided. The patient was hospitalized overnight. Return of the suspect device was requested for evaluation.